Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed deep cuts/raised parts on the probe unit reaching the hard part under the pink probe coating could be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - ultrasonic gastrovideoscope - olympus gf type ue160-al5. Important information ¿ please read before use. Warnings and cautions [caution]. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the air/water-cylinder and suction cylinder (s-cylinder) had discoloration; the scope cover (s-cover) plate was detached; the scope connector (s-connector), electrical connector (el-connector), shield plate, shield disk, plate, ID-cover, frame 260, inner and outer shield had corrosion due to water leakage; the cover joint had discoloration due to water leakage; the adhesive around the light guide (lg) lens had a burr; the adhesive on the bending section cover (a-rubber) was cracked; and the play of the upward/downward knob was out of standard value and the bending angle in right direction does not meet the standard value, due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use, the gastrovideoscope showed a crack in the plastic sheathing. During evaluation, the following reportable issue found that there was a deep cut on the acoustic lens. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.